Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker had entered safety mode. Device replacement was recommended. No adverse patient effects or interventions were reported at this time. It was noted that the patient was not pacer dependent.